Manufacturer narrative:
The event occurred within the past three months of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap extended life transfer sets leaked at the white twist clamp (twist sleeve) area. This occurred during use of the devices for peritoneal dialysis therapy, while disconnecting. The leak was further described as ¿one drop leak from the white twist clamp¿. The transfer sets were replaced. There was no patient injury; however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.